Manufacturer narrative:
Correction: h6: codes should reflect device not returned.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted. No further patient consequences were reported.

Manufacturer narrative:
The reported events of undersensing was confirmed. Review of the device image revealed undersensing. Additionally, it was noted that there was a missing high voltage lead impedance out of range alert. Telemetry, impedance, sensing, pacing and high voltage output functions were tested. The device was behaving as programmed and as per design.

Event description:
It was reported that a patient presented with under-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.